Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with a small bore sheath. Reportedly, the suture was not present when the plunger was pulled back. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are typical damage observed as a result of the reported difficulty. A review of the corrective and preventive actions (CAPA) database was performed. Based on this review, there is no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Based on the information reviewed, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.